Event description:
A patient underwent a port placement procedure using the x port isp m.r.I. Post the procedure on (B)(6) 2026, it was found that there was swelling in the neck. Also, leakage of fluid observed while port was flushed. And x ray confirmed that the catheter allegedly fractured in the neck region. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned for evaluation, one image was provided and reviewed. The image depicts the device having been placed via a left jugular access. Contrast has been infused and extravasation is noted at the arc of the catheter in the neck. The character of the break in the catheter is obscured by contrast. This catheter has not been passed sufficiently into the superior vena cava. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, image was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
A patient underwent a port placement procedure using the x-port isp m.r.I. Post the procedure on (B)(6) 2026, it was found that there was swelling in the neck. Also, leakage of fluid observed while port was flushed. And x ray confirmed that the catheter allegedly fractured in the neck region. There was no reported patient injury.